Manufacturer narrative:
Concomitant medical products: 407652, lead, implant date (B)(6) 2010 product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a box change and lead revision procedure the implantable pulse generator (ipg) exhibited no pacing after connection of the lead. As a result the patient developed a very slow rhythm. When the ipg was placed in the pocket pacing started. On interrogation one day later it was noted that a power on reset (por) had occurred and that the ipg still had special settings that explained the unipolar pacing configuration seen at implant. The ipg was reprgrammed and remains in use. No further patient complications have been reported as a result of this event.